Event description:
It was reported that during surgery the gold part of the screw broke upon contact with the rod. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for visual inspection and the event was confirmed. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. While, we suppose that too high a lateral stress has caused the occurrence, we are unable to give a conclusive statement regarding a possible failure reason. Please not that in such circumstances it is recommended when the pangea screws are used with spirit, it is vital to avoid pushing forward the holding sleeve while inserting/advancing the screw into the vertebrae. The same applies when orientating the holding sleeve conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While, we suppose that too high a lateral stress has caused the occurrence, we are unable to give a conclusive statement regarding a possible failure reason and the complaint condition is due to an unknown cause. Placeholder.